Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. The patient is currently in residence of a long care facility. It was reported the patient presented with a ruptured aneurysm due to a type I endoleak. It was reported the physician elected to implant another manufacturer's aortic cuff which occluded both renal arteries, however the endoleak resolved. It was reported that the patient expired within 24 hours of the emergent repair due to the ruptured aneurysm. No additional clinical sequelae were reported.